Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the reported failure was confirmed. The instrument was found to have a broken grip at the grip base with a piece approximately 0.042¿ x 0.097¿ found to be broken off the molded insulator and not returned. The complaint regarding broken tip was confirmed by failure analysis.

Event description:
It was reported that during central processing, the force bipolar had a broken tip. There was no report of patient involvement and no reported injury.